Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small longitudinal split was observed in the catheter, and evidence of kinking was observed at this split as well as about 4 cm proximal to the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests the damage may have been caused by material fatigue; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that hcp noticed evidence to suggest there was a split in PICC. Chemo was being infused via these devices oxaliplatin & irinotecan. The device had holes form under the skin causing fluids to backtrack into the dressing, all of the holes were multi cm. Away from the securacath feet/legs. PICC was removed and holes were seen. Securecath used but hole were centimeters from insertion site. It was stated, "on review: always deeper in the tissue shows speckling between the vein and the sub-dermal layers, this infusion was a known chemotherapy irritant. There have been minimal distance between securacath and perforation of 3cm and some which are close to 8cm form point of insertion."